Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room director reported seeing a tear during a capsulotomy during a laser assisted cataract procedure. Upon follow up, case was completed using standard posterior chamber lens (pcl). Patient is reported to be doing well.

Manufacturer narrative:
There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The system was examined. The company representative did not mention finding anything attributed to the tear. However, the oscillator signal was found to be unstable. The company representative replaced the oscillator, as a result. The system components were aligned and the system was found to have met specifications. While the system was found to have an unstable oscillator, it is unclear what caused the tear. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).